Event description:
It was reported that during a surgery, a 28 - 4 head was implanted in the patient. The surgeon further reported that he felt the head was a bit tight, so dislocated the implant and removed the head from the stem. It was further reported by the surgeon that he observed the removed implant to be a 28 (0) head that was in 28 - 4 packaging. The surgeon further reported that the surgery was completed with no adverse consequences to the patient with a new 28-4 head.

Manufacturer narrative:
No us distribution.